Event description:
Customer reported issue with a pump whose screen would not turn on, and it was confirmed that no adverse impact occurred to customer¿s blood glucose level. Technical support provided instructions to troubleshoot by pressing the pump button and using a known working power source, but the display remained unresponsive. As a result, a replacement pump was arranged under warranty, and the customer planned to use multi-dose insulin injections to maintain insulin delivery. Technical support and the customer coordinated the return of the faulty pump using a pre-paid label within a stipulated time.